Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply stopped working. The product was stopping and would not provide and power or noise per the harvester. The generator and adaptor were changed out and the case was completed. There was a delay of 5-7 min during the trouble shooting. They switched out the generator to complete the case. No effects to the patient.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. Corrected section: d4 UDI#. The device was returned to the factory for evaluation on 07/29/2025. An investigation was conducted on 08/07/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply or the intact power cord. An electrical evaluation was conducted. An electrical evaluation was conducted. The device passed the pre-cautery test; it did produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over three (03) repetitions using "max life test method. The device failed the transected tissue test. The device was only able to transect two (02) times. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical problem" was not confirmed. An engineer evaluation was conducted. The complaint was not confirmed by verifying the power supply "no load voltage" and "low & high current" outputs using the test steps outlined in the equipment calibration procedure for vasoview hemopro power supply. The vasoview hemopro power supply operating ranges and tolerances are as follows: no load voltage output: 5.5 vdc +/- 0.05 vdc, low current output: 4.0 amps dc +/- 0.05 amps dc, high current output: 6.0 amps dc +/- 0.05 amps dc. The complaint vasoview hemopro power supply was tested using a fluke multimeter model 8846a (bmram ID# (B)(6)) and the complaint lab's hemopro power supply test box. The test results were as follows: no load voltage output: 5.50 vdc (passed test), low current output: 4.00 amps dc (passed test), high current output: 6.00 amps dc (passed test). The complaint vasoview hemopro power supply passed all three output tests. Conclusion: as a result of the complaint vasoview hemopro power supply passing all three output tests, the reported failure mode "electrical/electronic property problem" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial #(B)(6). The vendor certifies that this device serial # conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.